Event description:
Fill volume: n/a; flow rate: n/a; procedure: n/a; cathplace: n/a. (Patient). A customer reported that 3 people got shocked when using a stimulator, including a patient and 2 nurses. Per hospital policy of the location where problem occurred, patient and procedure related information will not be provided to I-flow. Reference: 22026095-2014-00080/(B)(4), 202695-2014-00081/(B)(4).

Manufacturer narrative:
Method: the device history record (DHR) review for the suspect lot is currently in progress. The suspect part has been returned and undergoing evaluation. Results: there are no results available as the investigation and evaluation is currently being conducted. Conclusions: the device is undergoing an evaluation but has not yet been completed. At the time of completion, a supplemental report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.